Manufacturer narrative:
E1. Street address information character limit is exceeded: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leaked at the septum the following information was provided by the initial reporter, translated from chinese to english: in the CT room, after the puncture was successful, the isolation plug leaked blood when the steel needle was pulled out. A claim needs to be settled, a complaint reply letter is required, and a complaint acceptance letter is required. The sample can be returned but there is blood, and photos are provided.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: received 3 unsealed 20ga x 1.25in. Nexiva units from lot: 3234046. Additionally, 5 photos were provided. Visual inspection discovered there was some media on the bottom of the canister. This is normally a result of septum or canister damage. Microscopic analysis confirmed there were gaps between the septum and the canister. The reported defect was confirmed. During manufacturing this defect may occur. During assembling the secondary septum in the canister, it is possible for the septum to not be fully seated, or damage due to machine misalignment. This may cause leakage during use. An equipment design of placing parts assure orientation and alignment to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Investigation conclusion(s): the defect of ¿leakage at septum¿ was confirmed. Probable root cause(s): manufacturing.